Event description:
Customer tested blood glucose and received a result of 32mg/dl, he didn't have any low blood glucose symptoms and retested. He received a result of 09mg/dl and 06mg/dl. His wife reviewed the device memory and was unable to find those values. The last three results were 154, 206, and 203 mg/dl. The customer states these were not his results. No treatment was given. No controls are in use. A request was made for the return of the suspect device and replacement product was sent.